Event description:
Boston scientific received information that this pacemaker was associated with a high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2500 ohms involving this patient¿s right ventricular (rv) lead. The cause of the oor pli was not conclusively determined. Loss of capture and variable sensing involving the rv lead was also noted. Sensing was set to 2.0 millivolts since there was some oversensing of myopotentials at the current sensing setting, while the device was reprogrammed to ddi-60. For now, the plan is to continue to monitor the patient. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information made available from the field indicated that there was pacing inhibition associated with this device. The inhibition did not result in any asystole and there were no adverse patient effects. The device remains in service and the plan is to still continue to monitor the patient due to the continuance of out of range pacing impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that continued high out of range pacing impedance measurements greater than 2,000 ohms were observed. Additionally, the patient experienced a syncopal episode of unknown cause. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.